Event description:
Reference medwatch 1219856-2008-00075 for the report describing the iab. It was reported that the pt was "rushed" to the cath lab, where the md promptly inserted the intra-aortic balloon (iab) via a sheath in the right femoral artery. The iab was placed prior to surgery for support. The iab was connected to the pump. Thirty minutes after the iab therapy began, the registered nurse (rn) noticed blood in the "extra corporal tubing". The pump did not alarm and continued to pump. The rn said all the waveforms were fine. The decision was made to remove the iab. The membrane did not totally deflate and the rn used a syringe to deflate the membrane. The rn did not aspirate any blood back into the syringe while deflating the balloon. As soon as the iab was removed, another iab was inserted and the pt was taken to the scheduled surgical procedure. The iab was removed after the surgery was completed and the pt is "good". The pump will be checked by field service.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.